Event description:
It was reported that during a percutaneous coronary stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous distal right coronary artery (rca). The 3.0 x 20mm promus element mr stent delivery system (sds) was advanced, but was unable to cross the lesion. When they removed the device, stent damage was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device noted slight stent damage in the middle of the stent. One strut was misaligned. Kinks were also noted along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous distal right coronary artery (rca). The 3.0 x 20mm promus element mr stent delivery system (sds) was advanced, but was unable to cross the lesion. When they removed the device, stent damage was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.